Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Block h11: product investigation - the device was not returned for analysis as the device was disposed; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
Note: this report pertains to one of two truetome 39 used in the same patient and procedure. It was reported to boston scientific corporation that a truetome 39 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat gallstones performed on (B)(6) 2026. During the procedure, the cut wire snapped upon electrical current was applied; however, the cut wire broke prior to cutting mucosa. They used another truetome 39 with the same lot and the same problem occurred. It was reported that no part of the cutting wire was detached and fell into the patient. The procedure was completed with truetome 44. There were no patient complications reported as a result of this event.